Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after implant duration of 2 years and one month due to severe regurgitation and stenosis. The tpvr was successfully performed with a 23mm 96000tfx valve and fracturing of the surgical valve without complication. The patient was in recovery at the end of the procedure.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with an unknown model valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tpvr was performed with a 23mm transcatheter valve and fracturing of the surgical valve without complication.